Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required.